Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, balloon leak occurred. Vascular access was obtained via the radial artery. The target lesion being treated was located in the moderately tortuous and moderately calcified left circumflex artery with 85% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. A 2.50mm x 20mm maverick² balloon catheter was used to treat the lesion but during crossing the lesion it was noticed that the balloon was leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patients status post procedure was stable. However analysis found balloon pinhole.

Manufacturer narrative:
(B)(4). Device returned to MFR.: the complaint device was received for analysis. A pinhole leak was identified over the proximal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).